Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the CT scan named "exam2" loaded during the event caused the patient folder disappearance from the menu list due to a missing field. The issues experienced will be addressed through the continuous improvement of our product in the preventative maintenance. UDI#: (B)(4).

Event description:
It was reported that upon the addition of a CT scan to a patient folder, the patient folder was no longer viewable in the list view of patient folders. A new patient folder was created with the mr, and the trajectory information from the existing .ros file was added to the new .ros file. The clinical representative explained the situation to the surgeon, and the surgeon chose to perform the case with the corrupted CT, knowing that the patient folder would ¿disappear¿ if exited. The impact to the surgery was a ~25 minute delay to troubleshoot the issue and recreate the plan.